Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter. Initial assessment of the hc machine found that the hc failed testing due to a heater bag temperature failing performance specifications - fluid delivered out of specifications.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received at the (B)(4) facility operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test but passed the rite electrical test. The pal (product analysis lab) performed a method 3 evaluation, and accuracy confirmation and temperature verification tests were performed and passed. An internal inspection of the device revealed no problems. The device functioned properly during the method 3 evaluation. The assignable cause for rite test failure - heater bag temperature test was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: the patient passed away on (B)(6) 2010, prompting the return of the homechoice device. The patient died following a surgical procedure to debride the arms. The patient had a cardiac arrest and cerebral hemorrhage unrelated to the homechoice device.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation is in progress. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.